Event description:
Spouse of type 2 diabetic provided information to valeritas regarding a complaint involving a reported hospitalization following a needle retraction issue. The spouse stated, "I made the decision to take her to the urgent care/hospital because she was not right." The spouse stated to the ae assessor, "I think she was overdosed on insulin before the (vgo) came out." Upon further questioning the spouse explained that he kept pushing buttons, trying to get the vgo out. The patient. Was prescribed a vgo 20 with no bolus clicks. The spouse was not knowledgeable about the bolus ready and bolus delivery buttons and he stated the patient. May have been given insulin when "pushing buttons" trying to remove the vgo device. The patient was reported to be admitted to the hospital for 1.5 days and then discharged to home. Neither the patient nor the spouse knew the patient admission or discharge diagnosis.